Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of power cable disconnect alarm issue and backup battery fault alarm was confirmed with the provided log files. Data from the event was reviewed, which captured data from 02may2024 to 06may2024. The log file captured atypical power cable disconnect and low battery advisory alarm events from the earliest date of 02may2024 at 8:28:08. The atypical alarm appears to have become active because of transient battery fuel gauge voltage values associated the white power cables, which was connected to the 14v batteries/clips. The backup battery fault alarm was active for all events, which was active because the internal battery passed the expiration date. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The driveline was physically disconnected on 06may2024 at 12:29:41, which appears consistent with the reported system controller exchange. Additional information communicated that system controller (serial # (B)(6)) was exchanged to a second system controller (serial #(B)(6)). It was reported no products are returning. A root cause that led to the atypical power cable disconnect/low battery advisory and backup battery fault alarm could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes power cable disconnect and driveline fault alarms. Driveline fault alarm. Patients must call their hospital contact immediately for diagnosis and instructions. Clinicians should: contact thoratec to determine best next steps. Use the system monitor to silence the alarm while awaiting resolution, if needed. Note: the alarm must be active in order to access the alarm silence for this situation. Power cable disconnected alarm. (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers steps to exchange power sources. Gather equipment; place within easy reach. Confirm that the power module is ready for use (see setting up the power module for use on page 64). 3. Locate the red dot on the single-connector end of the power module patient cable. Line up the red dot on the patient cable with the red dot near the ¿heart¿ socket on the side of the power module. Firmly insert the patient cable into the ¿heart¿ socket on the power module. You should hear a click when the cable is fully engaged. Tug gently on the black strain relief portion of the connector to confirm that the connection is tight. Do not pull on the cable. Place the black and white system controller power cable connectors within easy reach. Place the black and white power module patient cable connectors within easy reach. Place the batteries with their attached battery clips within easy reach. Unscrew and disconnect only the white system controller power cable connector from the attached battery clip. Do not remove the black connector! Promptly align opposite half circles inside the white system controller power cable connector and the white power module patient cable connector. Do not try to join together misaligned connectors, which can damage them. Firmly push together the two connectors. Tighten the connector nut until secure. Hand tighten only do not use tools. Unscrew and disconnect only the black system controller power cable connector from the attached battery clip. Promptly align opposite half circles inside the black system controller power cable connector and the black power module patient cable connector. Do not try to join together misaligned connectors, which can damage them. Firmly push together the two connectors. Tighten the connector nut until secure. Hand tighten only do not use tools. Both system controller power cables are now connected to the power module. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii lvas IFU rev. C, under section 4, ¿system monitor¿, explains how to how to view the backup battery information on system monitor, including the manufacture date and the number of months until the backup battery needs to be replaced. Under section 2, ¿system controller backup battery power¿, informs the user that the backup battery has a limited lifespan of 36 months from the manufacture date. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review on a patient with a history of a previous external driveline repair. The providers had replaced the emergency backup battery (ebb) of the primary system controller and exchanged the controller. Log files confirmed intermittent driveline faults and ebb expired events between 02may2024 and 06may2024. The log files also captured odd strings of power cable disconnects on the white power cable. The log file ended with the driveline being disconnected. A photo of the driveline was also submitted that showed that the driveline was twisted up. The driveline was straightened out and supportive rescue tape was applied. The patient was medically stable, and they were to live with a permanently silenced system controller. Technical services believed that another driveline repair did not look possible. It was also noted that the patient was sometimes sleeping on battery power. Log files on the new controller were sent for review that showed that the driveline fault event had returned with the same phase causing the driveline fault alarm to occur with both system controllers. The controller's white power cable appeared normal, so it appeared that the other system controller was likely the cause of the odd strings of power cable disconnects. The new system controller serial number was faded.